Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2007, the patient was implanted with an lfit cocr v40 femoral head on his left hip. It is further alleged that the patient experienced pain in his hip, groin and buttock area and noticed a decreased range of motion in the hip. Blood test revealed elevated serum levels of chromium and cobalt as well as elevated esr and crp levels. Allegedly he suffered metallosis type symptoms including tinnitus and brain fog. The patient was revised on (B)(6) 2022.